Manufacturer narrative:
The insulin pump has intermittent button response and it alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer states that every year that he goes to (B)(6) the insulin pump seems to alarm button error. Customer's blood glucose was 300 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.